Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch select meter had a cracked display. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010, the pt noted the reported meter had cracked display; he was unable to obtain a blood glucose reading. 'Couple days' afterwards, the pt experienced the symptoms of shaking and panic attacks. The pt contacted emergency medical services, and received treatment with insulin. Troubleshooting revealed there had been misuse of the meter. The meter, test strips and control solution were replaced. The pt had misused the product resulting in a cracked display. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.